Event description:
Pacemaker / defibrillator began oversensing and inappropriately shocking patient, causing him chest pain with shortness of breath. Old lead replaced without difficulty. It was found to be fractured. New lead implanted without difficulty using laser extraction.